Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the type of surgical procedure was changed, using another device.¿ does this mean that there was an additional surgical procedure performed? Was an additional surgical incision required? Please explain. Was any medical/surgical intervention required because the needle broke during wound closure?

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. The needle broke during during wound closure. The type of surgical procedure was changed, using another device. No patient consequence. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: does this mean that there was an additional surgical procedure performed? No, the thread has been changed and the procedure has been completed. Was an additional surgical incision required? No. Was any medical/surgical intervention required because the needle broke during wound closure? No

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage needle. A failed suture needle was submitted for fractographic evaluation. A fracture was not observed on the needle; therefore, no further evaluation was performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evaluation revealed the needle was not fractured. An unopened sample was returned for analysis. During the visual inspection of thirteen samples, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle was examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the condition of the sample, no needle breakage was found.